Event description:
It was reported the pt met with the sjm representative for reprogramming and one contact had high impedance. The pt reported when she increased the amplitude, she would shake and feel shocks. The pt was reprogrammed twice, but the issue persisted. It was reported the physician planned to have images performed, and planned to replace the lead with a surgical lead at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.